Event description:
Information received from another country affiliate. This information indicates a pt was wearing acuvue advance contact lenses (cl) and developed infectious keratitis ou. This MDR is to report event in the os. The pt began wearing acuvue advance cl in 2007 and used soft one cool solution. The pt started experiencing eye redness in 2008. On the next day, the pt visited an eye clinic and was diagnosed with keratitis ou. New blood vessels approximately 1.5mm in length, were observed between the 12 o'clock and 2:00 o'clock position at the corneal limbus of the left eye. Eye exam revealed, "several small punctuate spots", corneal edema and 5-6 peripheral corneal opacities, each approximately 0.2mm in size. The report stated that, the ecp suspected that the lesions of both eyes were infectious. The treatment regimen included levofloxacin drops 4 times a day and to avoid wearing cl. The pt started wearing cl again on a week later at the pt's own judgement. The pt returned to the clinic on the following day complaining of eye pain. On two days later, the corneal opacities were resolving and the pt was instructed to avoid cl wear. On four days later, corneal opacities and "slight redness remained in the eyes, the pt was instructed to continue levofloxacin. On a week later, corneal opacities remained in the eyes and the treatment regimen remained the same. A schirmer test was performed which revealed normal tear volume at 20 mm. The lens (es) in question was discarded by the pt. A lot history review was performed. The batch record did not show any abnormalities in monomer and solution testing. All parameters tested were within specification. All sterilization requirements were successfully completed. MDR reportable events are reviewed in quarterly management review meetings. Will report additional information within 30 days of receipt.

Manufacturer narrative:
No conclusion can be drawn.